Event description:
It was reported, the patient because of poor vascular conditions, need to infuse sedative drugs, follow the doctor's orders to give indwelling PICC catheter, the nurse in the patient before indwelling catheter, checking the supplies, found that the puncture needle of the black guide sleeve front cracked, considering that the damage may scratch the patient's blood vessels, so discarded, given timely replacement of the new sedinger catheter, to continue to complete the PICC catheterization. No shadow injury was caused to the patient.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged introducer needle is confirmed; the root cause was determined to be manufacturing related. One photograph of an introducer needle was returned for evaluation. An initial visual observation of the photograph showed a longitudinally aligned split in the tip of the sheath. The transition between the sheath and dilator appeared smooth. No obvious evidence of use was observed on the sample in the photograph. The distinguishing features in the returned photograph of the device determined the split sheath was likely related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.